Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 225cc saline breast implant, catalog # 3501630, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline breast implant that deflated postoperatively. As a result, the patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
On 6/10/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7691958 sn: (B)(4) and (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7691958 sn: (B)(4). Mentor also became aware that the patient also experienced deflation and capsular contracture on the left side. This will be reported under: 1645337-2019-14883. On 7/2/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was noted a tear in the anterior view, measuring approximately 3.0 cm . Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).